Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the hospital staff felt resistance and was unable to advance the ruby coil past the friction lock of the introducer sheath and into the non-penumbra microcatheter; therefore the coil was not used in the procedure. The procedure was completed using a new ruby coil and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.